Event description:
It was reported that a pump exhibited a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through troubleshooting steps, including inspecting and cleaning, but the issue persisted after using different cartridges. Consequently, the pump was deemed faulty and is set to be replaced under warranty. The customer was informed to use multiple daily injections as alternate insulin therapy until the replacement pump arrives, and they were provided with instructions to return the malfunctioning pump.